Manufacturer narrative:
Investigation: bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on- going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the labels were not adhering to the tube, but would stick to other labels in the package. The following information was provided by the initial reporter: vacutainer labels are non-sticky to its tube. It sticks to the tube next to them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the labels were not adhering to the tube, but would stick to other labels in the package. The following information was provided by the initial reporter: vacutainer labels are non-sticky to its tube. It sticks to the tube next to them.